Event description:
The footrest detached and allowed the pt to slide down the table rapidly. Apparently the pt complained of back pain following the event, however, exam and x-rays did not indicate any serious injury. The footrest has been repaired and upgraded.